Event description:
Additional information received reported the battery was replaced (B)(6). It was noted adjustments were made the day prior and showed low battery. The patient thought the circumstances that led to the ins having low voltage, ins replacement, and stomach issues (as previously reported) was due to programming as the issues started within 2 days of the last adjustment. The stomach issues had not been resolved since replacement as of (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: the previously reported sentence of ¿the stomach issues had not been resolved since replacement as of (B)(6) 2016¿ should have read as follows ¿the consumer reported no issues since replacement as of today, (B)(6) 2016.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had problems at least for the last 90 days in 2016. The patient had stomach issues that felt like they were having contractions and had severe diarrhea due to a sudden change in therapy or symptoms. The patient¿s implantable neurostimulator (ins) was checked in (B)(6) 2016 and it was confirmed it had low voltage and needed to be replaced only after 9 months. There was a longevity allegation. There were no trauma or falls that could be related to the issue. The patient had replacement scheduled for (B)(6) 2016. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.